Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), there was a piece of lens material floating inside the eye. The account described it as an "extra piece". The lens itself was intact. The piece was taken out of the eye. To date the lens remains implanted. The patient outcome is reported to be normal. Additional information was received and it was learnt that the extra piece was removed during the same surgical procedure and no medical intervention was required.

Manufacturer narrative:
The intraocular lens and the preloaded insertion system were not returned for evaluation. A piece of plastic debris was returned. Visual inspection at 10x microscope magnification showed a clear, white particle between one piece of tape and paper. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that it was consistent with polycarbonate. One of the component materials of the preloaded pcb00 lens system is polycarbonate. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no other complaints identified that were related to this reported complaint. The review identified no non-conformance reports (ncrs) associated with this production order. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.